Manufacturer narrative:
Product 620bg35 heart band (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post generator change out the right ventricular (rv) lead showed high impedance. It was thought the implantable cardioverter defibrillator (ICD) set screw wasn't tightened. The physician opened the pocket and tightened the set screw which resolved the issue. The device remains in use. No patient complications have been reported as a result of this event.